Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made during the device check-up. The patient condition was good before and after the event.

Manufacturer narrative:
The reported field event of t-wave over-sensing was confirmed in the laboratory due to review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
New information received states the device was explanted and replaced. The patient condition was good.